Event description:
Patient called for medical information and additionally reported adverse events. Patient had a palmaz genesis stent placed in the left side of lower abdomen above the upper thigh due to pain in right calf. The following day after palmaz genesis stent placement, the wife of patient noticed patient's stomach was red. As treatment, patient was rushed to the hospital where he was diagnosed with an internal bleeding described as stomach was filled with blood. Patient related this to not having stitches on the wound and doctor holding the wound closed with his hands during the palmaz genesis placement. As further treatment, patient had multiple unspecified treatments while in the hospital. Patient was not admitted and went home the same day. Event resolved. Approximately two years after stent placement, the patient started taking fish oil 1200 mg plus vitamin d3 2000 iu capsule twice daily for health. Approximately five to six years after stent placement,the patient started taking curamed 750 mg daily for health. Six years post-procedure, the patient started taking vitamin k2 45 mg daily for health and stopped taking buspirone three 10 mg pills as he did not want take any mental health medications. Six years after stent placement, the patient experienced neck pain described as pain all the time and was diagnosed with arthritis in his neck and pinched nerve by unspecified test. As treatment, patient was prescribed tylenol 300 mg and aleve 220 mg twice a day. Event remained ongoing. Six years after stent placement, the patient began taking alive men's 50+ ultra potency 1 capsule daily just to have vitamins and minerals. Seven years after stent placement, the patient was diagnosed with restless leg syndrome and experienced staying awake at night. As treatment, patient was prescribed ropinirole 1 mg daily. Event remained ongoing. Two months later, the patient stopped taking perphenazine, trilafon 2 mg at bedtime for an unspecified reason.

Manufacturer narrative:
Event description continued: one month later, the patient started buspirone two 10 mg for mental health. Seven years after stent placement, the patient experienced swelling of ankles and feet. As treatment, physician discontinued amlodipine besylate 5mg daily. Event resolved after amlodipine besylate was discontinued. As further treatment, for arthritis in his neck, patient's tylenol 300 mg and aleve 20 mg twice a day were discontinued and started taking extra strength tylenol and codeine two 500 mg. Event remained ongoing. The patient experienced his legs were "killing" him from standing. It was not obtained if event resolved and physician's awareness. The patient was unable to identify where the palmaz genesis stent was implanted. He also stated that he ¿can¿t remember¿ what treatment was provided for the internal bleed. A few specialists assessed the bleeding and ¿were able to stop the bleeding.¿ it is unknown if manual pressure was applied. He verbalized that the doctor did not use stitches. No further information could be obtained. This is the initial and final report for this device. The exact date of stent implantation is unknown, therefore, the date was provided as (B)(6) 2007. Concomitant medications: omeprazole, lisinopril, chlorthalidone, simvastatin, amlopidine besylate, hydrozyzine, trazodone, buspirone, perphenazine trilafon, niacin flush free, coated baby aspirin, saw palmetto, aleve men's 50+ ultra potency, symbicort. Complaint conclusion: patient called for medical information and additionally reported adverse events. Patient had a palmaz genesis stent placed in the left side of lower abdomen above the upper thigh due to pain in right calf. The following day after palmaz genesis stent placement, the wife of patient noticed patient's stomach was red. As treatment, patient was rushed to the hospital where he was diagnosed with an internal bleeding described as stomach was filled with blood. Patient related this to not having stitches on the wound and doctor holding the wound closed with his hands during the palmaz genesis placement. As further treatment, patient had multiple unspecified treatments while in the hospital. Patient was not admitted and went home the same day. Event resolved. The patient was unable to identify where the palmaz genesis stent was implanted. He also stated that he ¿can¿t remember¿ what treatment was provided for the internal bleed. A few specialists assessed the bleeding and ¿were able to stop the bleeding.¿ it is unknown if manual pressure was applied. He verbalized that the doctor did not use stitches. No further information could be obtained. The (B)(6) male patient has a medical history of seasonal allergies; pmh of unspecified mental health condition described as has very bad temper; 2-3 times a year has depression, emphysema, high blood pressure, high cholesterol, appendicitis, tonsillitis; and smoking. The product was not returned for analysis as it remains implanted. A review of the manufacturing records could not be conducted without a lot number. Internal bleeding (also called internal hemorrhage) is a loss of blood that occurs from the vascular system into a body cavity or space. It is a serious medical emergency and the extent of severity depends on bleeding rate and location of the bleeding (e.g. Brain, stomach, lungs). It can potentially cause death and cardiac arrest if proper medical treatment is not received quickly. A number of medical conditions may lead to internal bleeding. Common causes include trauma, various pathological conditions and complications of medical therapy. Common locations include the gastrointestinal tract, the aorta and intracranial hemorrhage. Internal bleeding could be an iatrogenic artifact as a result of complications after surgical operations or medical treatment. Some medication effects may also lead to internal bleeding, such as the use of anticoagulant drugs or antiplatelet drugs in the treatment of coronary artery disease. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient (anticoagulation), vessel and procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken.